Event description:
It was reported that the patient herd a device tone. A transmission showed an alert for left ventricular (lv) impedance of zero ohms. After that one time measurement the impedance went back up, but was still lower than the previous levels. It was also reported that left ventricular capsure management (lvcm) did not occur due to too fast of a rhythm or competing rhythm. No intervention was done, but there is continuous monitoring of the lv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.